Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years post implant of this aortic bioprosthetic valve it was noted during a follow up visit that the valve appeared to be ¿slightly degenerated¿. It was stated that the gradients were stable at 4 year follow up, however the aortic bioprosthetic valve leaflets were thickened and the opening is reduced. There is no plans to intervene at this time. It was further reported that 10 years post implant of this aortic bioprosthetic valve, the issue remains ongoing and the patient is not experiencing any symptoms. No adverse patient effects were reported.